Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery and failed battery test . Customer's blood glucose at time of incident was 197 mg/dl. The customer was advised after reviewing the alarm history and found that patient had numerous weak battery, failed battery test and battery out limit test. The customer was advised to monitor pump closely until replacement battery cap is received and keep backup plan on hand.